Manufacturer narrative:
The technician found the head up valve was not operating properly. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the head section will not rise.